Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020 the patient had a moderate rash with raised prickly bumps, covering the entire patch area. He later reported that this event, his first skin reaction, resulted in permanent scarring. There was no medical intervention. No additional patient or event information is available. This is being reported due to the report of permanent scarring.